Event description:
Patient had levophed infusing and although the volume to be infused (vtbi) was around 100ml, the bag was full. This resulted in the patient becoming severely hypotensive, increasing the dose beyond maximum. The nurse switched the pump out and the drip was then running at less than half of the dose as before.